Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and no non conformances were found. The device was returned to mmdg, but that the time of this report, the investigation was not completed. This report will be updated when the investigation information is available.

Event description:
The initial reporter stated that the pump was under infusing. They stated that the pump will complete the infusion but that there is still "anywhere from 50 to 100ml remaining" after the feeding. Mmdg did follow up with the initial reporter who stated that the patient had not experienced any adverse effects due to the complaint. They did not provide any additional information. Complaint-(B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and no non conformances were found. When the device investigation was completed, the pump had operated as expected. Mmdg could not replicate or confirm the reported complaint. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the pump was under infusing. They stated that the pump will complete the infusion but that there is still "anywhere from 50 to 100ml remaining" after the feeding. Mmdg did follow up with the initial reporter who stated that the patient had not experienced any adverse effects due to the complaint. They did not provide any additional information. [Complaint-(B)(4)].